Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that occasional lead noise and externalization was observed on the rv lead. Patient receive inappropriate shocks. The lead was capped on (B)(6) 2019 and a new lead was implanted. Patient was stable before and post procedure.